Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed pacing impedances of greater than 2000 ohms. A chest x-ray was performed; no abnormalities were identified. The patient is to be seen at a later time for a potential revision procedure. As of today, the system remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
The products have not yet been received for analysis. Should the products be returned and analyzed, this event will be updated.

Event description:
Subsequent information indicates that the system displayed noise and oversensing that lead to stored episodes. The patient was seen for a revision procedure where a conductor fracture was observed visually. Laser extraction was performed on the lead; the device was explanted. Both products are expected to be returned for analysis. There were no adverse patient effects reported. Of note, the device had been implanted in a subpectoral position. This device is a part of the subpectoral implant 2009 ((B)(6) 2009) advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device has been returned for analysis.